Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the ventricular lead impedance was <200 ohms in both config- urations. There was no capture at 7.5 v in bipolar and the unipolar threshold was 2.5 v. The lead was subsequently replaced.